Event description:
It was reported that a novum iq large volume pump failed the flow rate accuracy test multiple times in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the customer reported "failed flow rate accuracy test" was reproduced as an under - infusion. The device was tested for flow rate accuracy at a rate of 25ml/hr for a volume to be infused (vtbi) of 25ml. The delivered volume was 23.533g which is outside 5% specification. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be damage to the lvp mechanism. The lvp mechanism requires replacement to address this issue. It is unlikely that an insufficient delivery of intravenous (IV) solutions less than or equal to 10% volume would significantly affect even the highest risk patient. It is not considered plausible that this percentage of insufficient delivery would result in a critical injury were it to recur. Should additional relevant information become available, a supplemental report will be submitted.